Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an activa sc or activa pc was implanted. At a consultation on january 28, stimulation settings were adjusted, and when stimulation was turned on using the controller, a sensation similar to an electric shock in the fingertips was experienced; however, the sensation gradually disappeared starting from early february. On the first and second days, stimulation was felt; however, by the third day, it took approximately 10 minutes for stimulation to be felt, and yesterday it took approximately one hour before stimulation was felt. The most recently programmed group c was stated to have been the most effective; however, in that condition, groups a and b produced a sensation of stimulation immediately. It was explained that, depending on the physician¿s judgment, confirmation of the implanted product status or review of the settings might be required; it was requested to consult with the hospital the following day. The issue has not been resolved. They were able to make an appointment for the hospital tomorrow, but the attending physician told them to contact just in case.

Manufacturer narrative:
H6 correction: removed e2403 coding as it was applied in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.